Manufacturer narrative:
The investigation is still pending. A supplemental medwatch will be submitted when additional info becomes available. This report is related to medwatch report # 8010762-2014-00781, 00788, 00789.

Event description:
It was reported that while initiating ECMO (extra corporeal membrane oxygenation) with a second device, the flow would not exceed 500 ml/min. The ECMO lines were noted to be clotted despite controlled anticoagulation. The device was replaced. During this event, the pt suffered a heart attack and had to be resuscitated. Two days later the pt resides in intensive care. (B)(4).